Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to low blood glucose of 17 mg/dl on (B)(6). It was reported that low blood glucose was due to incorrect set change and customer accidentally gave self a lot of insulin when changing set. Customer was wearing insulin pump at time of hospitalization. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.